Event description:
It was initially reported this filter inappropriately placed in a femoral vein and the pt was experiencing groin pain. However, followup with the physician revealed following uneventful deployment of this filter at the intended implant site, during removal of a guidewire, the filter moved down to the iliac bifurcation which resulted in an incomplete opening. Another filter was successfully placed. The physician indicated he was aware of the groin pain and does not attribute the pain to the filter, rather to the existing lower extremity clot. This device remains implanted. Therefore, no failure analysis will be available. To date, no further info regarding the circumstances of this event has become available. Should further details become available, a supplemental medwatch report will be filed under the appropriate sequence number. Without further details about this event co is unable to determine the cause for this event.